Event description:
Reporter stated blood glucose monitoring device will occasionally self start, give a result prior to blood being applied to the test strip. Reporter stated the alleged device nose cover was on it and had never been taken off. Reporter indicated that suspect device optics were never cleaned. Reproter stated controls were never used and no treatment was received as a result of the allegation for the suspect device. A request was made for the return of the suspect device and replacement product was sent.